Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification as the analyzer failed incoming functional tests. It was also noted that the housing was broken. The analyzer was scrapped and replaced with another analyzer. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. The radiofrequency (rf) head which returned as an associated device subsequently tested out of specification during manufacturer analysis. There was no patient involvement.